Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed a cracked battery compartment and a discolored and dim display. In addition, the down arrow button was intermittently responsive. The keypad was undamaged. Upon removal of the keypad cover, contamination was found under all button contacts. Unrelated to these issues, the contrast button was intermittently responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on (B)(6) 2016. Investigation revealed a cracked battery compartment and a discolored and dim display. In addition, the down arrow button was intermittently responsive.